Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, removal difficulties were encountered. The de novo lesion was located in the severely calcified and tortuous vessel. Vascular access was obtained through the femoral artery. Upon attempting to rotate and advance the choice floppy guide wire, the guide wire became stuck in the calcified vessel and was difficult to remove. After removal of the guide wire, the physician noted some damage between the flexible tip and guide wire body. The procedure was completed with a different device and an unspecified stent was implanted. There were no pt injuries or complications. The pt's status was reported as "ok."